Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The problem source is unknown.

Event description:
Information was received that the cadd prizm pump failed due to a malfunction. No reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no findings. Functional tests included delivery accuracy, pressure switch, and drain current testing. All of the tests were found to be within the pump's manufacturer specifications. The root cause of the field complaint was unknown. The software applications were reinstalled as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.